Event description:
It was reported that the patient experienced a buzzing that was either heard or felt, mainly at night starting 3-4 days before the report. It was also noted that the patient's walking had changed recently; the patient reported they could hardly move; "bradykinesia is really bad." The symptoms began following a fall. The details of the fall couldn't be remembered except that the patient falls a lot and most recently had 2 bad falls. It was later reported that the patient was scheduled to have her system evaluated. No results, treatment, or outcome were reported. Additional information has been requested from the hcp, but was not available as of the date of this report. Reference MFR report #3004209178-2010-03398.

Manufacturer narrative:
(B) (4) - buzzing, (B) (4).